Event description:
The event occurred after vein harvesting.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: b5 (updated describe event or problem). D10 (device availability - added date returned to manufacturer). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to correction, additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331). Method code #1: 10 - testing of actual/suspected device. Method code #2: 3331 - analysis of production records. The sample was received after the final medwatch was sent. The unit was visually inspected for damage and looked through the endoscope directly to read some print matter. A visual observation of the internal components using a monocular was conducted. It was discovered that there was a crack on one of the internal lenses which resulted in a blurry visual field. Improper handling caused the internal lens to break. The results and conclusions code remain the same. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received that there was no delay in the procedure.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 10, 2019.   A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Upon further investigation of the reported event, the following information is new and/or changed: d4 additional device information - added exp date; g4 date received by manufacturer; g7 indication that this is a follow-up report; h2 follow-up due to additional information; h4 device manufacture date; h6 identification of evaluation codes 4114, 3259, 3224, 19. Method code: 4114 - device not returned. Results code #1: 3259 - improper physical structure. Results code #2: 3224 - optical problem identified. Conclusions code: 19 - cause traced to user. The sample was not returned so a direct investigation could not be performed. However, past product complaints were reviewed for similar issues and the most likely root cause are; the product was either dropped or inadvertently struck by an object or excessive force was exerted on the endoscope shaft; this could deflect the shaft and lead to the alteration of the internal lens system which caused the internal lens to break which resulted in a blurry visual field. The most likely root cause is improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, the endoscope was going fuzzy and was not clear after use. It is unknown if there was a delay in the procedure. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.